Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed with a radio frequency error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the radio frequency error. The customer programmed a 0.5 bolus into the air and the bolus amount was recorded in the bolus history. The customer confirmed that a temp basal was not programmed before the alarm occurred. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed during self-test due to faulty electrical component on the radio frequency board and the motor error alarm during occlusion test due to faulty force sensor resistor; unable to perform prime test and no delivery test due to motor error alarm. The insulin pump passed idle current test, run current test, off no power test, a21 error test, basic occlusion test, displacement test. The insulin pump had cracked display window and cracked reservoir tube lip.